Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) lead implanted: 2014 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricle (rv) lead became dislodged two days after implant. The rv lead was reattached and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.